Manufacturer narrative:
Report numbers: 1038671-2024-02555 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02555. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 42 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery; limited activities, daily pain and discomfort in left knee impacting quality of life. Significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other undiagnosed injuries requiring ongoing medical care. Future damages also including but not limited to cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress, loss of consortium and pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Correction: please disregard initial report as it was determined to have been reported in error. There is no evidence of femoral loosening.